Event description:
On (B)(6) 2012, the reporter called because the time and date on the patient's insulin pump have been off intermittently for the year. The reporter attributed the patient's erratic blood glucose readings lately to the date/time issue. Reportedly, sometime last week, the patient awoke with a blood glucose reading of 50 mg/dl and was almost in a coma. She had to pry the patient's mouth open to give him juice. After several hours, the patient's blood glucose resolved to its normal state. The patient's blood glucose has been elevated over 250 mg/dl for a while and she cannot recall when the patient's blood glucose was close to or within target of 95-105 mg/dl. The patient allegedly received hcp medical intervention when he was admitted with symptoms of headaches and nausea and had a blood glucose reading of 500 mg/dl. The hcp was unable to resolve the patient's elevated blood glucose with involve via syringe. His blood glucose was under control when he went back on insulin pump therapy. Furthermore, the patient was suffering from hernia and required surgery the following day. Follow-up troubleshooting was performed on (B)(6) 2012. When the time and date on the subject pump was checked, it was (B)(6) 2012, 5:16am (should be (B)(6) 2012, 5:16pm). The reporter indicated that the pump has been resetting for a long time. The animas representative concluded the date and time reset issue may have been a factor in the alleged incidents. The reporter indicated the patient's blood glucose has been as low as 20 mg/dl. He was also having seizure and required treatment with juice. Although, the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen and the date and time issue is not likely to cause an adverse event, this complaint is being reported due to possibly use error and because, the patient had both high and low blood glucose incidents while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).